Event description:
It was reported that a arthroplasty was revised due to infection. The components were implanted in situ for ~ 2.25 y. The tibial insert was revised.

Manufacturer narrative:
Additional devices listed in this report: cat 6191-1-001, lot rbs028, description: simplex p full dose 1 pack; cat 5515-f-302, lot doph, description: tri ps fem component, cemented; cat 5551-g-299, lot ml9k, description: tri asymmetric x3 patella. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the devices were retained at (B)(4) implant research center and were not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Photographs of the subject device show the insert being unremarkable other than some explantation damage anteriorly. According to medical records, the patient sustained a human bite injury leading to a hematogenous infection of the knee arthroplasty. As such, this pi case is not device-related but has had its root cause in patient-related and procedure-related factors. A device history review indicated that the device was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot and sterile lot referenced. The exact cause of the event could not be determined because insufficient information was provided. Further information is needed to complete the investigation for determining a root cause. A CAPA trend analysis concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time.

Event description:
It was reported that a arthroplasty was revised due to infection. The components were implanted in situ for ~ 2.25 y. The tibial insert was revised. The patient was not able to complete the ucla questionnaire. Photographs of the retrieved implant are attached. De-identified medical records and x-rays are provided to stryker when available.